Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in the suction channel" malfunction could not be identified nor the type of material. The event can be prevented by following the instructions for use which state: IFU states the detection method in ¿gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection¿. IFU states the preventive measures in ¿gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope¿. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation form instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had foreign material jammed in the suction channel. The issue was found during preparation for use. The intended diagnostic procedure was completed using a similar device, with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.